Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No flow was reported to have occurred during the use of a one link standard bore extension set. According to the report, the issue was noted when trying to draw blood with a syringe. There was no patient injury or medical intervention reported to be in associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The used device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by attaching an in-house syringe and performing a draw of water. The syringe plunger was then manually depressed and the device checked for flow. The device was found to flow normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.